Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in the hospital, oversensing of p-waves was observed. X-ray revealed lead dislodgement. The lead was explanted and replaced.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received indicates that the patient received no complications from the procedure.